Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that he is experiencing uncontrollable bowel movements and increased incontinence. The patient recently underwent reprogramming and is said to be receiving effective therapy relief. Medication was prescribed to the patient in hopes of resolving this issue. His lead remains implanted; however, if the symptoms continue, the physician will replace the patient's surgical lead with a smaller model.